Manufacturer narrative:
Tw: (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
Related to (B)(4). The hospital reported that vasoview hemopro 2 jaws were not closing completely during branch ligation which resulted in no energy delivery. The issue occurred during the procedure after harvester noticed no beeping when attempting to ligate a branch. Harvester shared that inability to close jaws could have been due to a difficult harvest with aggressive movements. Power setting was at 3 and pre-testing was performed. Upon discovery of jaw issue, another vasoview hemopro 2 was opened to complete the case without further issues. No material delay in the case was reported.

Manufacturer narrative:
(B)(4). Updated sections: b4,d4-UDI#,g3,g6,h2,h3,h6,h11. A lot history record review was completed for lots 3000524453 , 3000522886 , and 3000521907 the last 3 lots shipped to the account prior to the event/aware date. For lot # 3000524453 there was an ncmr documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the event. (B)(6) 11-mar-2026. For lot #s 3000522886 and 3000521907 there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported event.

Event description:
N/a